Event description:
During a bronchoscopy, approx. 8 to 10 cm of suction catheter (the tip) was removed from a pt's right bronchus. It was determined that the piece of catheter was from a ballard trach care product. Ballard is the closed suction system used by the hosp. The exact catheter that the tip was severed from has not been found. The tip was sent to the pathology dept and has been analyzed. The analysis was inconclusive as to why the tip came away from the catheter. Also involved in the incident was the director of respiratory therapy.